Manufacturer narrative:
(B)(4). The analysis results found that the ctb12lt device was returned with no damage in the external components. The device was visually inspected and no missing pieces were observed from the sleeve component. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, instrument was broken, the pieces could be removed, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.